Event description:
A nurse reported that the vitrectomy probe was not able to cut the vitreous effectively during the vitrectomy surgery. The circulating nurse then opened a new pak with a new probe and primed the new one for surgery use. The surgery completed smoothly. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).